Event description:
I've been a type 1 diabetic my entire life. Continous glucose monitorings like dexcom have helped drastically improve my life and health. I used their g6 continous glucose monitoring for years with little to no issues. I upgrade their new version the g7. Someone should be arrested for allowing this to get to the market. It has the most incredibly inaccurate blood sugar readings which have caused me to wrongly correct my blood sugar multiple times leading me to almost having to call 911. Multiple times it has told me my sugar was dropping so I drank juice. Meanwhile my sugar was rising leading to health concerning highs. The product has failed on me basically every time. It never lasts the 10 days it's supposed to. The g6 never had these issues. Dexcom should trash this entire product and offer all customers renewal of the old. The g7 is insanely dangerous I¿m not sure how the FDA approved this to be released to diabetics. It's incredibly concerning.